Manufacturer narrative:
A complaint history trend analysis was conducted on this product line and found this is the only account that reported lip spacer separation with this lot number. The DHR was reviewed and found to be complete and accurate. Sample expected but not yet received.

Event description:
It was reported that a patient who had a hollister anchorfast endotracheal tube fastener in place to secure an et tube was discovered to have the anchorfast upper lip spacer in the back of their throat upon preparing for reintubation. It was reported that the piece was removed by suction.